Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - other') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: as per ppf, the plantiff states that essure confirmation test was conducted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injuries related to essure ¿ yes") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, psychological trauma, abdominal pain lower, genital haemorrhage. Insertion date updated. Reporter information, product indication and patient details updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.